Manufacturer narrative:
The t:slim g4 cartridge instructions for use indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had recently switched to using humalog insulin. After 2 days use, the customer's blood glucose (bg) level would be high. The most current level was 160 mg/dl. The customer would changed the cartridge and infusion set. Tandem technical support informed the customer that humalog was labeled for use with the cartridge for 48 hours. The customer was to contact the healthcare provider and switch back to using novolog insulin.